Event description:
It was reported that the patient presented to urgent care on (B)(6) 2023 with reports of right-sided chest pain and right sided abdominal pain for 7 days. A chest x-ray was performed which showed that the patient had stable cardiomegaly and a small left pleural effusion. There was no pulmonary edema detected. Additionally, there were old rib fractures with no acute osseous abnormality detected. The patient was told that it was normal and was discharged. That same day the patient presented to the hospital with the same symptoms. The doctor stated that the workup showed a white blood cell (wbc) count of 12 billion cells per liter, normal liver function tests, stable basic metabolic panel, and the international normalized ratio (inr) was 3.6. A computed tomography was performed and showed gallstones without cholecystitis. There were no other acute findings, and the doctor thought the pain was likely due to cholelithiasis pain. A complete blood count follow up was obtained on (B)(6) 2023 which showed normal wbc. On (B)(6) 2023, the patient presented to the same hospital with reports of 1 week of nausea, vomiting and abdominal pain both in the acute right upper quadrant and near the driveline. The patient reported 2 days of shortness of breath and there was drainage around the driveline. The patient was given vancomycin and zosyn (piperacillin / tazobactam). The patient was at the emergency department for 3.5 hours and was transferred to another hospital as that hospital was not trained on ventricular assist devices. It was unknown if the inr was checked or not. Upon arrival to the new hospital, a broad-spectrum cove rage with fluconazole and meropenum was started. The patient was admitted on (B)(6) 2023 at 19:00 for sepsis and the inr level was noted to be 7.1, however there was no bleeding confirmed. Pan cultures (blood and urine) were collected on (B)(6) 2024 and resulted negative; however, the driveline was not cultured. The patient was intubated and became unresponsive with fixed pupils. A portable head CT was completed which showed redemonstration of multifocal chronic cerebral infarcts. There was no visible intracranial hemorrhage, hydrocephalus, mass effect or evidence of acute infarct or edema. The patient¿s family noted that the patient may have fallen at home and hit their head however there was no note on the fall from the previous hospital. The old infract's were noted to have occurred post-lvad therapy. On (B)(6) 2023, the patient's family decided to withdraw care and the patient passed away. It was unknown whether the death was device or therapy related as an autopsy was not performed. The device was disposed.

Manufacturer narrative:
Related MFR#: 2916596-2024-00841 and #: 2916596-2023-03395. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the report of sepsis could not be conclusively determined. The account indicated that it is unknown if the death was considered to be device or therapy related, and the device reportedly operated as intended. An autopsy was not performed, and it was communicated that the device would not be returned as it was disposed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including sepsis, stroke, and respiratory failure. This section also lists infection as a potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Reviewed and found complete. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transferred from another hospital and admitted for sepsis. The patient's international normalized ratio (inr) was noted to be 7. The patient was intubated and became unresponsive with fixed pupils. It was noted that the patient may have fallen at home and hit their head. A computed tomography (CT) scan was performed and showed only old infarcts. On (B)(6) 2023, the patient's family decided to withdraw care and the patient passed away. The device reportedly operated as intended.